Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported a plastic growth was noticed on the PICC line catheter before insertion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of excess material on the catheter is confirmed and was determined to be manufacturing related. One 4fr single-lumen powerpicc catheter was returned for evaluation. An initial visual observation revealed a liquid in the extension leg, and the clamp was observed to be engaged. A flexible material was observed on the catheter shaft near the 30cm depth marking, and it remained adherent even after attempted removal. A microscopic observation revealed the material was purple, matching the color and texture of the material used in the molded joint. The investigation findings suggest the material on the catheter shaft likely occurred during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.